Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A nurse reported the vitrectome did not work during surgery. Another pack was opened and worked. There was no patient harm. Additional information has been requested but not received to date.

Manufacturer narrative:
A product sample was returned for evaluation. The final product lot was identified. A device history record review for the lots was conducted. No anomalies were found during the device history record review. The product was released according to the product¿s acceptance criteria. The sample was visually inspected and deemed to be nonconforming. The cutter was observed immovable in the closed position due to surgical contamination. Actuation, aspiration, and cut testing could not be performed as the cutter remained stuck in the closed position in the port. The probe was disassembled and the components inspected. There were no minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when removing the inner cutter from the needle. The inner cutter moves freely in the coupling. The product evaluation does confirm the probe did not work properly. The probe was not able to properly function based on the cutter being stuck in the closed position in the port from contamination. How and when this contamination became present in the port cannot be determined from this evaluation, but the contamination present does not indicate the contamination was manufactured related. The manufacturing record also does not indicate any presence of contamination during the manufacturing process. The manufacturer internal reference number is: (B)(4).